Event description:
Output of the vaporizor was lower than expected. There was no reported pt injury. Co's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.